Manufacturer narrative:
He referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Due to damage to the valves, leak testing could not be performed. An attempt to purge the sheath of air/bubbles for testing was unsuccessful. Air was continuously seen in the sheath shaft. The complaint was confirmed through analysis.

Event description:
It was reported that a faradrive steerable sheath clear during insertion of the farawave catheter into the sheath, the physician aspirated air though the sheath valve. To solve the issue the faradrive was replaced, and the procedure was completed without patient complications. The device has been returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear during insertion of the catheter, the physician aspirated air though the sheath valve. To solve the issue the device was replaced, and the procedure was completed without patient complications. The device is expected to be returned.